Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4, calcified leaflets and chordae. It was noted that imaging was difficult. One clip was successfully implanted. To further reduce mr, an additional xtw clip was inserted and advanced into the left ventricle (lv). However, while in the lv, the clip became caught in the chordae. Troubleshooting was performed and the clip was successfully removed from the chordae. It was observed that a chordal rupture occurred. The physician decided to attempt to grasp and capture the leaflets again. However, the leaflets were unable to be grasped and captured. Therefore, the physician decided to remove the mitraclip devices and discontinue the procedure. Mr remained at a grade of 4. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4, calcified leaflets and chordae. It was noted that imaging was difficult. One clip was successfully implanted. To further reduce mr, an additional xtw clip was inserted and advanced into the left ventricle (lv). However, while in the lv, the clip became caught in the chordae. Troubleshooting was performed and the clip was successfully removed from the chordae. It was observed that a chordal rupture occurred. The physician decided to attempt to grasp and capture the leaflets again. However, the leaflets were unable to be grasped and captured. Therefore, the physician decided to remove the mitraclip devices and discontinue the procedure. Mr remained at a grade of 4. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. All information was investigated, and a cause for the reported positioning failure associated with leaflet grasping and capture and difficult to remove from the anatomy (clip becoming caught in anatomy) cannot be determined. Image resolution poor is related to procedural conditions as imaging was reported to be difficult. Unspecified tissue injury (chordal rupture) appears to be related to difficulty removing the clip from anatomy and is therefore related to procedural conditions. Tissue damage/injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.